Event description:
It was reported that following the initial placement of a miniarc sling, the physician performed a cystoscopy and discovered the sling was placed in the bladder on the patient's right side. The physician removed the sling and sent the patient home with a catheter. No further patient complications were reported in relation to this event.